Event description:
Boston scientific crm received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) will be followed on a monthly basis due to an advisory issues on this device. The device was part of the shortened replacement window advisory, originally communicated april 05, 2007.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicate that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted to verify the performance of pacing, sensing, and recording functions. Having exceeded the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate that this device is faulty, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
No adverse patient effects have been reported. At this time, no additional information is available and records indicate that this device remains implanted. If additional information becomes available, this event will be updated. Subsequently, the device was explanted and returned for analysis. This event will be updated when analysis is complete.